Event description:
Reportable based on the analysis completed on (B)(6) 2011.it was reported that during preparation for a stenting treatment procedure a shaft kink occurred.while prepping for a stenting procedure the physician noticed the proximal end of the shaft was kinked. The device was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is ok. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was tightly folded and the stent was centered between the markerbands. There was one bent stent strut and the stent was slightly flared on the proximal end of the stent. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4)